Manufacturer narrative:
H6- investigation type code (b): 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6- health effect- clinical code (e): 4581- 'some dusting or white particle matter above the natural lens post op', cloudy vision and inflammatory response was noted. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced cloudy/ blurred vision. Inflammatory response was noted. Treatment was performed, medication was prescribed. Reportedly, 'some dusting or white particle matter above the natural lens post op'. Lens remains implanted. The cause of the event was reported as the device/ patient related factor/ unknown. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.